Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the newly implanted patient had trouble with the mobile power unit (mpu), stating that the mpu stopped working. There were no lights on. Troubleshooting was performed by changing the batteries and the mpu was also plugged in other outlets. A loaner mpu was requested.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and primary UDI. Manufacturer's investigation conclusion: the reported event of the mobile power unit not powering on was confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was functionally tested. The mpu was plugged into an ac power source; however, was unable to power on. The issue was traced to the power supply board. The board was replaced. A functional check was performed, and the unit passed all testing with the new power supply board. The unit was returned to the customer site. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The replaced power supply board was inserted into a test mpu, and the power supply printed circuit board (pcb) underwent circuit analysis. During testing, lower than expected resistances across the inductor, l2, were found indicating that the component was had become electrically compromised. The inductor was replaced with a functional component, the power supply pcb was reinserted into a test mpu and the mpu was connected to ac power. The mpu was able to boot up as intended and provide power to a test system controller for an extended duration without any issues or alarms activating. Multiple good faith efforts were sent asking for additional information related to the event, to date no response has been provided. A root cause for the mpu not powering on was due to an electrically compromised inductor; however, the cause for the inductor becoming damaged was unable to be conclusively determined. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The device was shipped on 08nov2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.